Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 6294176. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Leakage test of two retained samples was performed on pinch clamp the clamps meet the requirement of standards. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system tubing clamp would not close during use after completing a transfusion to the patient. This caused blood to flow back and accumulate in the "heparin prosperous place". The needle was removed and the puncture performed again. The following information was provided by the initial reporter, translated from chinese to english: "because of illness, the patient needed intravenous fluids to use the venous indwelling needle, nurse according to the normal operation did the successful puncturing. After completion transfusion treatment to patient, nurse operating indwelling needle clamp closed, the clip cannot close, it was caused blood flowed back, and blood was accumulation in heparin prosperous place, it can't use, only to pull out the needle, the nurse had to do the piercing again and it caused second harm to the patient."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system tubing clamp would not close during use after completing a transfusion to the patient. This caused blood to flow back and accumulate in the "heparin prosperous place." The needle was removed and the puncture performed again. The following information was provided by the initial reporter, translated from (B)(6) to english: "because of illness, the patient needed intravenous fluids to use the venous indwelling needle, nurse according to the normal operation did the successful puncturing. After completion transfusion treatment to patient, nurse operating indwelling needle clamp closed, the clip cannot close, it was caused blood flowed back, and blood was accumulation in heparin prosperous place, it can't use, only to pull out the needle, the nurse had to do the piercing again and it caused second harm to the patient."